Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Product damage (cannula kink): the cause of product damage was most likely patient condition related since patient had severe aortic stenosis. Low or blocked pump flow: no product was returned. Patient had inadequate flows. After reviewing the logs, multiple suction alarms were observed. The cause of low pump flow was most likely patient condition related since the pump was activated even after it had kinked and since patient had severe aortic stenosis. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an adverse event related to the anatomy of the patient since patient had severe aortic stenosis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support for a percutaneous coronary intervention. The impella cp was successfully implanted, and support was initiated, but adequate flows were unable to be achieved. Fluoroscopy was performed and revealed that the impella appeared to be kinked. The physician attempted to reposition the impella, however due to the patient¿s severe aortic stenosis repositioning was unsuccessful. The decision was made to replace the impella cp. No patient harm was reported in relation to this event. Follow-up efforts were unsuccessful in obtaining additional information on the replacement impella device, and the final patient outcome is unknown.